Event description:
The customer contacted therakos to report they experienced a drive tube leak with their cellex photopheresis kit ("kit") occurring after an extracorporeal photopheresis (ecp) treatment. The customer reported 1500 ml of whole blood had been processed. The customer also reported the patient was in stable condition after treatment. The customer provided photographs and the kit will be returned for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p250 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p250 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4)